Event description:
It was reported that the tilt bracket for mounting the monitor did not hold the monitor correctly causing the 26 inch monitor to fall and break the screen.

Manufacturer narrative:
A retro-respective review has been conducted for previous MDR filing decisions for similar events to this. This event was evaluated and it was found that although arguably the monitor swung (instead of fell), there is not sufficient information to substantiate the argument. As such, a conservative filing is made now for the sv mounting malfunction, as its recurrence may lead to an injury. No injury or adverse consequence was reported for this event. The investigation in 2011 found that the most probable root cause for the reported event was due to user misuse. The vesa plate may not have been screwed in securely to the monitor, or the tilt bracket may have been loose and not tighten properly prior to use.